Event description:
It was reported that this catheter was unsterile due to a packaging issue and therefore was not implanted. Catheter was unsterile when opening the box. Part of the catheter came out of the inner clamp.

Manufacturer narrative:
(B)(4). Analysis of the catheter found packaging/inner tray did not properly hold components in place. The sterile tray was received for analysis with the outer lid (tyvek seal with label) peeled back. As received, the distal end of the catheter was out of place and protruding from the inner cover in the sterile tray. Event information indicated this occurred during the opening of the packaging. The customer was then concerned about the sterility of the product and elected not to use the catheter